Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008, the patient underwent an endovascular repair of an aneurysmal thoracic aortic dissection using a gore® tag® thoracic endoprosthesis (tg4020/05974287). The preoperative aneurysm diameter measured 60 mm. On (B)(6) 2009, follow-up images showed no endoleak. The aneurysm diameter measured 54 mm. On (B)(6) 2010, the aneurysm diameter measured 55 mm. No endoleaks were reported. On (B)(6) 2011, the aneurysm diameter measured 58 mm. No endoleaks were reported. On (B)(6) 2012, a proximal type I endoleak was identified. The aneurysm diameter measured 60 mm. The cause of the endoleak was unknown. On (B)(6) 2012, a non-gore stent graft was implanted to repair the proximal type I endoleak.

Manufacturer narrative:
Additional manufacturer narrative/corrected data: describe event or problem. Type of reportable event.

Event description:
Additional information was obtained: the patient expired on (B)(6) 2012 due to an aneurysm rupture. It is unknown whether the ruptured aneurysm was the aneurysm treated by the tag device, or a separate, non-treated aneurysm.